Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) indicated that the patient had the lead revision surgery the day of the call and the lead was removed completely and replaced. The ins was fine and not replaced. Intra-operative testing showed good response on all 4 electrodes and impedances were fine at 1v. In post-op impedances were still fine and the patient felt stimulation comfortable at 2.6 on program 3 with battery life showing 63-70 months. There were no further complication reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1have, implanted: (B)(6) 2017, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient had about 10% improvement briefly post implant, but therapy has not been effective for the patient. Additionally, it was noted that the patient had high impedances on their lead, but the patient was on programmed on the contact showing high impedance. The rep then indicated that since the patient's most recent ins/lead replacement in (B)(6) 2017 all contacts associated with 3 showing greater than 4000 ohms. The rep tried adjusting the amplitude and pulse width during the procedure, but the issue was not resolved and despite additional attempts by office staff the impedances have remained high. The patient's healthcare provider (hcp) felt that there was an out of box failure of the lead and that a lead revision was scheduled for (B)(6) 2018. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Event description:
No new information.

Manufacturer narrative:
Continuation of d11: product ID 3889-28, lot# va1have, implanted: (B)(6) 2017, product type lead. Devices received for evaluation, supplemental report will be sent when analysis is complete. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis information -- 2018-08-21 08:08:55 cst pli# 20 product ID# 3889-28. Below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the {x} conductor(s) was/were broken in the distal end of the lead. And no electrical shorts were identified between the circuits. Analysis observed the distal end of the lead was stretched. {cosmetic esc observed on outer insulation in between electrode sleeves.} {cosmetic esc observed on tines.} product ID 3889-28, lot# va1have, implanted: (B)(6) 2017. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Device analysis.